Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly.

Event description:
The customer reported via phone call that their insulin pump had cracked on the ok button. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.